Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl) and renal failure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported pvl could not be conclusively determined. The reported renal failure appears to be related to a combination of the implant procedure and patient condition (dehydration). The reported unexpected medical interventions and hospitalization were the results of case-specific circumstances.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6) (r895523001). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 18mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The implanter did check for non-uniform expansion and there were no deployment or retraction difficulties. A post-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device due to mild to moderate perivalvular leakage. There was no difficulty experienced implanting the 25mm navitor vision valve. On (B)(6) 2025, it was noted that the patient sustained a non-traumatic acute kidney injury. The patient was administered lisinopril and hospitalized. The cause of the patient's non-traumatic acute kidney injury is attributed possibly to the implant procedure and dehydration from diarrhea. The patient was discharged at the time of report.